Event description:
Device 1 of 3. Ref MFR reports 1627487-2013-20052 and 1627487-2013-20053. The pt reported a (B)(6) infection developed while still in the hospital after implantation of a second system. As a result, the second system was explanted 3 weeks later. The exact date of the explant is unk. The pt reported the infection traveled up the leads and eventually infected his brain. The leads were located in the frontal lobe to treat cluster headaches. The pt reported antibiotics were prescribed for one year post-operatively. The pt completely recovered.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.